Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a 26 mm sapien xt valve was deployed in the aortic annulus. Immediately post procedure, the paravalvular leak (pvl) was noted to be moderate. Information regarding possible intervention of the pvl was not provided. Approximately 3 years and 6 months post valve implant, the patient became symptomatic with signs of worsening heart failure. The pvl was noted to have increased from moderate to moderate/severe. A 26 mm sapien 3 valve was implanted in the existing sapien xt valve. No further information is available at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Medical record review revealed the 26mm sapien xt valve was deployed via the transapical approach. During the index procedure, a sapien xt valve was deployed under rapid ventricular pacing (rvp). However, the valve was ¿malpositioned¿. The valve migrated into the left ventricle and was explanted. A new sapien xt valve was prepared and deployed at the level of the annulus with rvp. The patient was gradually weaned off of cardiopulmonary bypass and the left ventricle function was within normal limits. Moderate paravalvular leak (pvl) was observed. The patient¿s hemodynamics were stable and the decision was made to leave the valve alone and not post dilate. The procedure was completed and the patient was transferred to the ICU in critical, but stable condition. Approximately 3 years and 6 months post valve implant, the patient became symptomatic with signs of worsening heart failure. The pvl was noted to have increased from moderate to moderate/severe. A 26mm sapien 3 valve was implanted in the existing sapien xt valve. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. Native annular valve area measured 478mm2 by CT. Severe annular calcification, bulky native leaflet calcification and mild aortic root calcification was reported. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate in addition to the index procedure, patient factors (severe annular calcification, bulky native leaflet calcification) likely contributed to the moderate pvl observed post sapien xt valve deployment. The exact cause of the worsening pvl and subsequent signs of worsening heart failure 3 year and 6 months post valve deployment cannot be determined. In addition to patient factors, the worsening pvl may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.